Event description:
It was reported that the patient had experienced increased pain and lower extremity parasthesia. The etiology was reported as possibly related to the device or therapy. Diagnostic methods included an x-ray. The medications were adjusted. The pump was replaced and returned for analysis. The device system was used to deliver dilaudid 1.0mg/ml, bupivacaine 30.0mg/ml, droperidol 150.0mcg/ml, baclofen 300.0mcg/ml and clonidine 200.0mcg/ml. The outcome was reported as ongoing with no further action needed. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter, product ID 8709, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a deformed pump tube on the pump/pump head. The pump tube appeared slightly deformed with an expanded inner diameter and evidence of a kink near outlet. The pump tube also possibly had a slightly harder "durometer" then what is typical. This is believed to be related to the failed flow testing. Final analysis of the catheter found dried drug or blood occlusion in the catheter/catheter body.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.